Manufacturer narrative:
An event of thrombus being observed in the left atrium during a 45 day tee follow up was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - impact code: code 4648 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was chosen for implant in a left atrial appendage closure (laa) using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, heparin was administrated and the occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was feeling normal after the procedure. A 45-day transesophageal echocardiography (tee) was performed on follow up and showed a device related thrombus (drt) in the left atrium. The thrombus looked like myxoma. Dual antiplatelet therapy (dapt) was continued to treat the thrombus. The patient was reported a stable.